Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure due to device battery reaching normal elective replacement indicator, the patient became asystolic following a loss of device output. The patient's intrinsic rhythm resumed shortly, followed by normal device output. The device was successfully explanted and replaced.